Event description:
It was reported by service report that the footboard was not functioning and the motion interrupt pan was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - damaged motion interrupt pan, incorrect footboard installed on bed. Conclusion - correct footboard placed on bed.